Manufacturer narrative:
The cause for the elevated results compared to the low results the physician was expecting is unknown. The patient's relevant history, pre-existing medical condition, or the blood sample draw type and location for the elevated results were not provided. The patient samples are not available for further investigation. No conclusion can be drawn. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." The instrument is performing within specifications.

Event description:
Low and elevated advia centaur xp ca 19-9 results were obtained by the customer on a patient sample over a four month period. The physician was expecting low ca 19-9 results for this patient, however there were two earlier months that the ca 19-9 results were elevated. The low ca 19-9 results were drawn from an office environment, however it was not specified what the sample type and blood draw location was for the elevated results. The patient returned recently to the blood draw station, and two more samples were taken. One sample was from the patient's port line and the other intravenously. Both of these results were low. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant ca 19-9 results.